Event description:
Customer reports to have experience sensor glucose versus blood glucose differences. Customer's blood glucose was 502 mg/dl, which was treated with insulin pump. Customer's sensor glucose was 40. After troubleshooting, customer was advised to continue to monitor the system should she have further concerns.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.